Event description:
Customer reported that the system would not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded the system software. System operates as intended.